Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and the manufacture date. The device was returned to olympus for evaluation. The evaluation confirmed the reported event as the loop wire was found broken and missing. A closer inspection of the electrode revealed both yellow insulation posts where the loop wire is attached was charred at the distal tips. The charred markings indicate there was as an electrical arc or a high temperature event occurred around the area. This device was manufactured on january 6, 2017.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on similar reports the most probable cause of the reported event can be attributed to: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly. In addition. The original equipment manufacturer (OEM) performed a review for the device history records (DHR)for the concerned lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the loop broke off an electrode and fell inside the patient¿s uterus during a hystero-resection procedure. The device fragment was retrieved from the patient using a grasping forcep. The intended procedure was completed. No patient injury was reported. In addition, the user facility reported the generator settings were set to 100cut and 100coag. No sparking/arcing was observed.